Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-00200. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The target lesion was located in unspecified vessel. During rotational speed testing of the 1.5mm rotalink plus burr the floppy 330cm rotawire guide wire fractured outside of the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Event description:
Same case as MDR ID# 2134265-2013-00200. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The target lesion was located in unspecified vessel. During rotational speed testing of the 1.5 mm rotalink plus burr the floppy 330 cm rotawire guide wire fractured outside of the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Updated: device available for eval, returned to MFR on, device evaluated by MFR, method, results and conclusion codes. Device evaluated by manufacturer: a visual examination identified kinks 48cm and 66cm from the proximal end. The device was fractured 127.8cm from the distal end. All the outer diameter measurements are within specification. The fracture section was sent to the mtac lab for analysis. As per (B)(6) lab report the failure occurred due to a wear reduction of the cross sectional area followed by a final torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).